Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the displacement test and was received stuck in motor error alarm loop during bolus delivery. The motor position encoder error alarm was confirmed in the history file due to motor high current draw. No backlight flickering during testing. The device also had a cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's motor slowed down and stopped during rewind and he then received an error alarm. He also reported that the backlight was flickering and then turned off. The blood glucose at the time of the incident was 192 mg/dl. The customer also received a motor error alarm during basal. During the call the customer tried to complete the rewind and the insulin pump alarmed motor position encoder error. Troubleshooting was performed. The device was returned for analysis.